Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse or unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue unintended cot lowering or cot dropping to lowest position (no cot tip). The count of events has been corrected to reflect this. 1 device is still pending evaluation.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse or unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced fowler unexpected drop/collapse or unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; no adverse consequences were reported.